Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). During an inquiry regarding event information, the hcp's nurse reported that they had no information regarding the call, any issue, or who the patient might be. The nurse thought that perhaps the issue may have been resolved already, and that whoever made the call to the field representative may not remember making the call. When asked whether there were any patient notes from june 26th the nurse indicated that they did not have any notes or information regarding the call or any issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported the healthcare provider reached out to them regarding longevity. The last session report indicated 15.5-23.8 months left and the last session showed patient had 94 months. Technical services suspected por had occurred and confirmed with the caller that the status showed 'ok' instead of a percentage. The longevity calculation was reviewed and how por affects the model number so it appeared differently. No patient symptoms were reported. No further complications were reported or anticipated.